Event description:
It was reported that pump battery life was unusually short and battery was depleting about twice as fast as expected, with average battery depletion noted at 37 percent. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions or outcomes were documented.